Event description:
This pt has had multiple revisions to a right total knee, the last one was in 1998. Pt presented with complaints of pain in their right knee. X-rays revealed the tibial stem projecting posteriorly on the posterior tibial cortex with a radiolucency surrounding the distal end of the tip of the tibial component. Pt was admitted to this facility for a revision of the tibial component and exchange for a longer tibial stem.